Event description:
Customer reported that the sensor was reading between 60 and 70 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 120 mg/dl. Customer has found some bent sensor cannulas. Customer stated that he had to stopped using the sensor for 2 or 3 weeks due to skin irritation needing to heal. When he started using is again, the sensor was not reading correctly. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.